Event description:
It was reported that this pacemaker was found to be operating in safety mode upon initial evaluation the device then recovered and had a normal follow-up session. Technical services (ts) reviewed device data and noted that the device experienced an oscillator mismatch fault which was likely due to a battery with high impedance and recommended that the device be replaced as soon as possible. This pacemaker was subsequently explanted and replaced. This device has not been returned. Other than the surgical procedure no additional adverse patient effects were reported.